Manufacturer narrative:
The serial number of the device was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zkb00 tecnis 1 multifocal iol (intraocular lens) was explanted from patient's eye. The reason for explant was not provided. The lens was replaced with an unknown manufacturer's lens. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: additional information was received and it was learned that this event concerns the intraocular lens with serial number (B)(4), which was already captured and submitted under the manufacturer report number 3011852734-2018-00158. Therefore, no further information will be provided under this manufacturer report number 9614546-2018-00927, as it has now been determined to be a duplicate report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.